Event description:
It was reported that this pacemaker exhibited out of range impedance measurements on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. Additional information was received that isometric testing was performed and a possible lead fracture was noted. Reprogramming was performed and this patient will continue to be monitored. Further information was received that upon device interrogation, noise was also observed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited out of range impedance measurements on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. Additional information was received that isometric testing was performed and a possible lead fracture was noted. Reprogramming was performed and this patient will continue to be monitored. Further information was received that upon device interrogation, noise was also observed. Additional information was received that this lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited out of range impedance measurements on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. Additional information was received that isometric testing was performed and a possible lead fracture was noted. Reprogramming was performed and this patient will continue to be monitored. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited out of range impedance measurements on the right atrial (ra) lead. Boston scientific technical services (ts) was consulted and futher testing was recommended. No additional adverse patient effects were reported. At this time, this device system remains in service.